Event description:
New information received indicated that the patient presented for lead extraction. During removal of the right ventricular lead, the lead perforated resulting in a pericardial effusion. The patient was put on bypass and the perforation was sutured. Both leads were capped and replaced on (B)(6) 2019. Patient was condition was better and improved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high pacing impedances and high capture thresholds. The right atrial lead exhibited oversensing of noise. The patient was in stable condition. No intervention was performed. Related manufacturer reference number: 2017865-2019-05312.